Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, crack in tubing to reservoir. The patient's implant had a crack in the tubing going to the reservoir. The physician left the old reservoir in the patient. When he tried putting some tension on the tubing to see if he could get it out, it tore the rest of the way through. He trimmed what he could of the remaining tubing and left the reservoir alone. Cylinder set and pump will be returned to coloplast. Patient received a new titan touch implant. Device was removed and replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.